Event description:
Hospital personnel responded to a patient on the oncology floor in cardiac arrest. The device's hard paddles were charged up but, according to the reporter, would not transfer energy when the discharge buttons were pressed. This opinion is based on the lack of any indication on the device, either visually or audibly, that it transferred energy. A backup device was called for and used but the patient was not resuscitated. The reporter stated that the alleged malfunction did not cause or contribute to the patient's death because the patient was not viable.